Event description:
The manufacturer received information alleging a ventilator was alarming for low pressure and was not cycling. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the technician found the foam of the inlet air path assembly was obstructing the inlet of the blower motor. The device's inlet air path assembly was replaced to address the issue.